Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6)2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000323871 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, vasoview hemopro 2 side branches slips out of the c- ring the whole time. On removal to inspect they noticed that the c-ring broke in half, hence the fact that the branches slipped out the whole time. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. Another device was opened and the procedure was completed without any problem. There was no procedural delay. No harm was done to the vein or the patient.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). Updated sections: b4,g3,g6,h2,h11. Corrected section: h6 and investigation conclusion corrected from known inherent risk of device 22 to unintended use error caused or contributed to event 61.